Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in operating room for scheduled pulse generator change out. Upon interrogation, the device exhibited backup vvi operation. The device was explanted and replaced. The patient was fine post procedure.

Manufacturer narrative:
Should have been serious injury instead of malfunction.